Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain. It was reported that the ins was surging like crazy and it wouldn¿t hold a charge for more than 4-6 hours. The patient said it felt like a surge was going through him every 5-10 seconds. During the call, the patient programmer would not power up, so the patient changed the batteries and it came up with a low ins screen. The patient felt the ins stop working and said the implant ran out of battery. The patient was able to recharge and said they have an appointment with their healthcare provider (hcp) on (B)(6) 2018. The patient wanted a manufacturer¿s representative (rep) to be there. No further complications were reported.